Event description:
It was reported that the device was explanted after an implant duration of 14 months. The reason for the explant is unk as no other details were provided.

Manufacturer narrative:
The device was not returned for evaluation.